Event description:
It was reported that the home patient received a high drain 104 alarm on the homechoice during a drain cycle of peritoneal dialysis (pd) therapy. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume.the drain volume equaled 6776ml, the largest prescribed fill volume equaled 2500ml, and the cycle 4 ultrafiltration (uf) equaled 4276ml. The technical service representative explained the alarm. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Since the cause could not be determined, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.